Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's lead wires were re-attached to their ins on (B)(6) 2022. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.